Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-95 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova learned that the issue was associated to patient side temperature sensor. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to dicrepancy of temperature measures between the safety and control temperture sensor in patient side during a procedure. Reportedly, the patient could be rewarmed but the temperature control was difficult there is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: a livanova field service representative investigated the device and could confirm the reported issue. The processor board will be replaced to solve the problem. Thus, the most likely root cause of the reported error was a defective processor board. A replacement device has been provided to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.